Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient consulted for atrial flutter treatment; however, upon physical examination, the patient's incision site was found to be leaking serous fluid and a stitch had pushed through the skin. Upon removal of the stitch, the physician was able to see the device. Additional information from the field representative had indicated that infection was confirmed. The product was explanted. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.